Event description:
During monthly maintenance check, the customer reported that the autopulse platform (sn 36994) displayed a user advisory (ua) 02 (compression tracking error) message. The customer has already completed troubleshooting, including replacing the lifebands, confirming proper band installation and twist, checking and clearing vents, replacing the autopulse li-ion battery, and removing/reseating the battery multiple times. The unit has a full battery and shows no physical damage. The customer also confirmed that they operate multiple autopulse units, and this issue is isolated to this single device. Despite all troubleshooting steps over the phone, the error persists. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.